Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 5f mynx control vascular closure device (vcd) burst during preparation. There was no reported patient injury. The 5f mynx control was used to stop the bleeding after transfemoral cerebral angiography (tfca). Additional information was requested but not provided. A non-sterile ¿mynx control vcd 5f¿ device, involved in the reported complaint, was returned for investigation inside a clear plastic bag. Visual inspection of the returned device revealed that buttons 1 and 2 were not depressed. The syringe and procedure sheath were not included for evaluation. The stopcock was found in the open position. A visible radial tear was identified in the balloon of the device. Additionally, the sealant was found fully covered by the sealant sleeves, with no damage observed on the sealant sleeve assembly. The inflation/deflation test, as per the mynx control instructions for use (IFU), was not conducted due to the discovery of a radial tear in the balloon during the visual analysis. Upon visual inspection at high magnification, the radial tear previously found during the examination was confirmed in the balloon of the returned device. Based on the information provided, the condition in which the unit was received for analysis, and the investigation performed, the reported failure as ¿balloon-balloon loss of pressure¿ was confirmed. Balloon loss of pressure was caused by a radial tear in the balloon of the returned device. However, based on the information provided, the condition of the returned device and the investigation performed, the root cause of the tear could not be conclusively determined. Since the event occurred during prep, handling factors may have contributed to the failure as reported. According to the IFU, which is not intended as a mitigation, the device preparation states, "inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and the syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate." Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of a mynx control vascular closure device (vcd) burst during preparation. There was no reported patient injury. The 5f mynx control was used to stop the bleeding after transfemoral cerebral angiography (tfca). Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.